Event description:
A consumer reported experiencing halos while driving at night following intraocular lens (iol) implant surgery. He also stated that his vision is "great". In a follow-up, the surgeon reported the outcome of the event as "good"; that the patient only noticed halos when he had the fellow eye closed; and he discussed with the patient that halos can occur with this particular lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/10/2009 and 02/11/2009 by phone, fax, and mail. A completed questionnaire was received on 02/12/2009. This report was mailed to FDA on: 03/11/2009.